Event description:
My son experiences severe headaches, fatigue, dizziness and lack of concentration from mask wearing during school and for football, wrestling and weightlifting. I have taken him to the doctor and received a medical mask exemption. The school district will not honor it saying that we have to provide medical information from (B)(6) 2020-now. I will not share that information with them because that is private. I think that schools should make special accommodations for kids whom experience harmful side effects from mask wearing. FDA safety report ID#: (B)(4).